Event description:
The following was reported to gore; on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After deploying the trunk ipsilateral leg endoprosthesis was deployed, an aortic extender endoprosthesis (pla280300j) was deployed proximally of the trunk but it covered the right renal artery. The aorta extender endoprosthesis was pulled down using a balloon and the obstruction of the right renal artery was resolved. An additional aortic extender endoprosthesis was implanted to reline the overlap site between the trunk and the aorta extender endoprosthesis (pla280300j). There was no endoleak by a final angiography and the procedure was concluded. The right internal iliac artery remains covered. The patient tolerated the procedure. On december 14, 2023, a CT revealed a partial right renal infract. An inflammation reaction due to the partial right renal infract continues but there was no severe change for the renal function, the physician decided to monitor it. The physician believed the obstruction of the right renal artery by the pla was resolved during the initial procedure, but the patient has two right renal arteries and one of them is covered by the pla.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, improper component placement and occlusion of native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.